Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer reported to have reseated the printed circuit board (pcb) cable and also ran the ground isolation test, standard short test (sst), extended self test (est) and performance verification test (pvt). The customer reported that all tests passed. Covidien was not authorized to service the device.

Manufacturer narrative:
Covidien reference number: (B)(4).